Event description:
It was reported that an ilet bionic pancreas pump would not unlock after the user wiped the screen and washed hands, and a coworker could not unlock it either; the device screen was described as cracked and the user could not install a required software update due to the lock state, after which a replacement was arranged. Symptoms included none reported. Outcomes included no reported clinical impact. Investigation included user troubleshooting with app restart and attempts to update software, as well as assessment for physical damage. Investigation of this case revealed a cracked or damaged display that prevented device unlocking and normal operation. It was concluded that the device experienced a hardware screen failure that impeded use, with no patient injury reported.